Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment issue occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the proximal left circumflex artery (lcx). A 3.00 x 12 synergy drug eluting stent was selected for use and advanced to treat the lesion. However, the ostium of the circumflex lesion was missed as stent visualization was difficult and the stent was mostly hanging out into the aorta. The procedure was completed with another synergy stent and the first 3.00 x 12 synergy stent was implanted. No patient complications were reported and patient's status was stable. This product is only ous approved but is similar to an approved us device.